Manufacturer narrative:
The device was not returned to nevro. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had developed a seroma following implant. The patient was receiving excellent therapy. However, the device was explanted and the site was drained and cleaned. The patient is doing well following the surgery.